Event description:
The hospital reported an issue encountered with the mps2 console. The perfusionist reported the console was opening the vent valve when it shouldn't have when giving cardioplegia. The report stated he clamped the vent line and disabled the sensor and was able to continue the case without issue. He reported the procedure was successfully completed with no patient complications reported. A field service engineer will travel to the account to evaluate the console.

Manufacturer narrative:
The complaint condition was confirmed. The vent valve was opening when it should not have. The fluid level sensor was defective. Once it was replaced the console functioned per specification. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.